Event description:
Customer initially called regarding battery out limit alarms. Found that customer was hospitalized for dka and pneumonia. Customer was unresponsive and was comatose when admitted. Customer had high blood glucose levels for 2 days prior to hospitalization. Troubleshooting was performed and pump passed all testing. Pump appeared to be working as designed.